Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the displacement accuracy test. The no delivery alarm is not available on this model insulin pump. However, the insulin flow blocked alarm functioned properly during the basic occlusion test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the daily history screen. The insulin pump was programmed with multiple basal profiles and monitored.; all basal profiles delivered their indicated amounts and were verified in the summary screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump had a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer.